Manufacturer narrative:
The investigation is underway. This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2020-10922.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during insertion of a 26 mm sapien 3 ultra valve a high push force was encountered when advancing the commander delivery system with the valve through the esheath. During insertion a bent strut was observed on the valve. The decision was made to remove the devices. During removal resistance was encountered and the valve became stuck in the sheath. The delivery system was cut and the upper left section was left in the right femoral artery. Surgical intervention was required to remove the valve and the remaining piece of the delivery system. The patient received a femoral stent. No additional attempts were made to implant a valve. The patient was in stable condition post procedure and recovered well.

Manufacturer narrative:
Per additional information the device was returned for evaluation. The investigation remains ongoing.

Manufacturer narrative:
Correction h3: device not returned to manufacturer unchecked. The device was returned and the product evaluation is pending.

Manufacturer narrative:
The commander delivery system with s3u was returned with a crimped valve on the inflation balloon along with the esheath procedural imagery provided by the site noted a bent strut on the inflow side of the valve captured during retrieval. Visual inspection of the returned device showed a strut bent outwards on the inflow side of the valve. Due to the nature of the complaint no functional or dimensional testing was able to be performed. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history found no similar complaints. The commander with s3u complaint history has been reviewed and no confirmed manufacturing non-conformances were identified. A complaint history review found the occurrence rate did not exceed the monthly control limits for the applicable trend category. The instructions for use (IFU), device preparation and the training manual were reviewed and no deficiencies were identified. During the manufacturing process, the device was visually inspected and tested several times. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint for delivery system withdrawal difficulty valve, through sheath was confirmed. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR, complaint history review, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As per the complaint description ¿it was noticed that a frame strut was bent, and it was decided to remove the system." The valve was only able to be retrieved 2/3 back into the esheath, and it got stuck in the right femoral artery during withdrawal at the distal tip. Imagery shows thv strut bent outwards during device retrieval. By considering all these factors, it is possible due to the thv strut being bent outward, there was interference between the thv and sheath distal tip (resistance noted at the sheath tip, when thv was 2/3 into the sheath), preventing it from being retrieved into the sheath. While a definite root cause is unable to be determined at this time, it is possible that procedural factors (retrieval of thv with bent strut) may have contributed this event. The complaint event was confirmed by the procedural imagery, however no manufacturing nonconformances were identified during the evaluation. Available information suggests that procedural factors (retrieval of thv with bent strut) contributed to the reported event. Review of complaint history revealed that the occurrence rate does not exceed the control limit for the applicable trend category and no IFU/labeling/training manual inadequacies were identified. No corrective or preventative action nor a product risk assessment are required at this time.

Manufacturer narrative:
Reference: CAPA-20-00141.